Event description:
It was reported that a 59-year-old asian female patient underwent a breast reconstruction revision surgery with implantation of undisclosed smooth gel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant and baker grade IV capsular contracture of the left breast. As a result, the patient underwent bilateral removal and replacement with 370cc mentor memorygel boost breast implants on (B)(6) 2022. No date of implantation was provided to mentor. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture, capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 29, 2022, mentor received additional information that provided the identity of the implant as an allergan device. As such no further reporting will take place for this file. Manufacturer¿s reference number: (B)(4).